Event description:
Customer reporting incident of needle disconnection on phoenix machine. In 2003 - customer reporting that on a phoenix machine, pt's venous needle dislodged and the pt lost a considerable amount of blood. The machine did not alarm and customer wanted to know if machine needed to be checked out. They are still using the machine. Gambro clinical services discussed the incident with the nurse and explained that this can occur. The customer was told about the warning in the operator's manual and that this typically can happen when the pt is covered up with blankets. The customer told gambro clinical services that this was the case with this pt. Customer reporting to quality assistance center (qac) that the pt lost about 1l of blood. The incident happened about 2 hours into treatment. When they noticed the leak the pt was semi-responsive. They gave the pt about 500 cc of saline and the pt regained consciousness. The pt was admitted to the hosp and was tansfused 2 units of packed red blood cells. The pt stayed overnight and was released from the hosp. The pt is ok now.